Manufacturer narrative:
The returned clamp was examined visually under magnification. This identified the failure point of the assembly-at the pivot pin laser weld location. Both welded surfaces (pin and clamp) show significant surface disruption, it is clear that this area was welded. A comparison to a complete clamp suggests the returned clamp is missing weld material. Visual examination of all other aspects of the device do not suggest rough handling, no aspects of the device are excessively worn, twisted or bent.

Event description:
During a complex pelvic fracture case, seven plates were implanted. The surgeon was using an offset adjustable handle clamp which broke during use. This caused a 1 hour delay in surgery.